Manufacturer narrative:
Product complaint # (B)(4). The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
(B)(4): (B)(6) 2025 - patient had episode of hypotension early this morning, now on epi at 0.1 with maps around 70. Systemic heparin started. Diuresis overnight, large bumex bolus.

Manufacturer narrative:
Additional information received: d6b explant date. Corrections: d1, d4, e1, e3, e4, g1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hypotension: the cause of the injury was not determined due to insufficient clinical details. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of bleed was most likely use issue related since withholding the systemic heparin, site no longer appeared to be oozing. Device history review: the device passed all the post sterile inspection checks.